Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "I had to remove a PICC line today from a patient due to leakage. On examination the PICC was found to be fractured. The patient has not had any impact of serious injury, medical intervention or change of treatment. The PICC line has been in use and is contaminated with blood and cytotoxic fluid. The fracture is a partial fracture. The entire length of the line was removed from the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 15cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned and fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported, "I had to remove a PICC line today from a patient due to leakage. On examination the PICC was found to be fractured. The patient has not had any impact of serious injury, medical intervention or change of treatment. The PICC line has been in use and is contaminated with blood and cytotoxic fluid. The fracture is a partial fracture. The entire length of the line was removed from the patient."